Event description:
The contact stated the customer tested his blood glucose and received a reading of 40 mg/dl. He retested and received a reading of 300 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
The lot number provided for the test strips was not valid, so it was not possible to determine a manufacture date.